Event description:
As reported from the (B)(4) study, the (B)(6) male patient received a precise stent in the proximal part of the right internal carotid artery. The patient experienced neurological deficit post-stent deployment when the patient left the angiography suite. Patient's aphasia, dysarthria, left hemiparesis was diagnosed as a ischemic stroke. No emergent cea surgery was required. Recovery was partial with major residuals.

Manufacturer narrative:
Catalog and lot number of the device involved has been added since follow up # 1 report. Information was received via the (B)(4) study that at index procedure after placement of a precise stent in the right vertebral artery the patient had a neurological event diagnosed as an ischemic stroke. It was indicated that the neurological symptoms did not occur during catheterization, occurred after stent placement and were present before leaving the neurological suite. It was indicated as related to the procedure, unrelated to the cordis device. The patient was discharged seven days post procedure with partial recovery and major residuals. Baseline at index procedure reported that the (B)(6) male had a history of prior history of left percutaneous transluminal angioplasty with stent placement-site unspecified, coronary artery disease with high risk criteria of recent myocardial infarction, congestive heart failure, renal insufficiency, diabetes mellitus, and hypertension. The patient was asymptomatic. The treated lesion was in the proximal right vertebral artery lesion. As outlined in the instructions for use, the precise pro rx is indicated for use in the carotid artery. Usage other than the approved labeling may involve risks not described in the labeling. The target lesion 90% stenosed and was severely calcified. The reference vessel size is not known. Bivalirudin had been given during the procedure. Aspirin and clopidogrel were given pre-procedure. During the procedure, a 6mm angioguard was successfully deployed and retrieved with no associated technical problems or associated adverse events; there was no presence of air bubbles. The lesion was predilated with an unknown balloon with no dissection or documented resistance. The 8x30 precise was deployed at the target site with no malfunction. The final target lesion stenosis was 15%. It is unknown if there was debris in the angioguard basket upon removal. The patient experienced neurological deficit post-stent deployment prior to leaving the angiography suite. The neurological deficits included aphasia, dysarthria and reflex change with left hemiparesis, hemineglect and hemiataxia. There was right visual field loss. It was indicated as not related to the cordis product, related to the index procedure. No emergent cea surgery was required. One day post procedure, nih stroke scale score was 18 and rankin score 4. Antiplatelet therapy included pre and post procedure and discharge clopidogrel and aspirin. The patient was discharged seven days post procedure. Recovery was partial with major residuals. At thirty day follow-up, antiplatelet therapy included clopidogrel and aspirin. Nih stroke score was 3 and rankin score was 3 with no additional adverse events. The stent remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential adverse event associated with the stent implantation procedure. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Review of the information suggests that patient medical history vessel / lesion characteristics and procedural factors may have contributed to the reported event. There is no indication that it is related to any device performance or manufacturing issues; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Information was received via the (B)(4) study that at index procedure after placement of a precise stent in the right vertebral artery the patient had a neurological event diagnosed as an ischemic stroke. It was indicated that the neurological symptoms did not occur during catheterization, occurred after stent placement and were present before leaving the neurological suite. It was indicated as related to the procedure, unrelated to the cordis device. The patient was discharged seven days post procedure with partial recovery and major residuals. Baseline at index procedure reported that the (B)(6) male had a history of prior history of left percutaneous transluminal angioplasty with stent placement-site unspecified, coronary artery disease with high risk criteria of recent myocardial infarction, congestive heart failure, renal insufficiency, diabetes mellitus, and hypertension. The patient was asymptomatic. The treated lesion was in the proximal right vertebral artery lesion. As outlined in the instructions for use, the precise pro rx is indicated for use in the carotid artery. Usage other than the approved labeling may involve risks not described in the labeling. The target lesion 90% stenosed and was severely calcified. The reference vessel size is not known. Bivalirudin had been given during the procedure. Aspirin and clopidogrel were given pre-procedure. During the procedure a 6mm angioguard was successfully deployed and retrieved with no associated technical problems or associated adverse events; there was no presence of air bubbles. The lesion was predilated with an unknown balloon with no dissection or documented resistance. The 8x30 precise was deployed at the target site with no malfunction. The final target lesion stenosis was 15%. It is unknown if there was debris in the angioguard basket upon removal. The patient experienced neurological deficit post-stent deployment prior to leaving the angiography suite. The neurological deficits included aphasia, dysarthria and reflex change with left hemiparesis, hemineglect and hemiataxia. There was right visual field loss. It was indicated as not related to the cordis product, related to the index procedure. No emergent cea surgery was required. One day post procedure, nih stroke scale score was 18 and rankin score 4. Antiplatelet therapy included pre and post procedure and discharge clopidogrel and aspirin. The patient was discharged seven days post procedure. Recovery was partial with major residuals. At thirty day follow-up antiplatelet therapy included clopidogrel and aspirin. Nih stroke score was 3 and rankin score was 3 with no additional adverse events. The stent remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential adverse event associated with the stent implantation procedure. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Review of the information suggests that patient medical history vessel / lesion characteristics and procedural factors may have contributed to the reported event. There is no indication that it is related to any device performance or manufacturing issues; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.